Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: the keypad was found to be missing. The contrast button contact was found to be missing. The keypad flex cable was found to be damaged. Unrelated to the complaint, the bolus button cover was torn. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and the ok keypad button was under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.